Event description:
It was reported that the system was explanted due to patient death. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was tested on the bench, and no anomaly was found.